Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit, and was able to reproduce the ECG input causing interference with signal by moving the cable where it connects into the ECG input plug on the iabp unit. To fix the issue, the fse replaced the front end board, and aggressively wiggled the ECG cable near the input on the iabp unit without inducing signal interference. The fse ran the iabp unit with a trainer for two (2) hours without issue while intermittently shaking the ECG cable and iabp unit. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during an initial setup for transport of an unstable patient, the cardiosave intra-aortic balloon pump (iabp) stopped pumping. The staff reported that when they wiggle the electrocardiography (ECG) wires the signal was interrupted, and the first stoppage of the iabp occurred with no pressure connection to patient, only ECG. The staff also reported that within thirty five (35) minutes into the flight, the iabp stopped a second time. However, no patient harm, serious injury or adverse event was reported.